Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date a break in aseptic technique occurred described as the patient made a mistake and did not wear a mask. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized. It was unknown if the patient began remedial treatment for the event of peritonitis. It was unknown if the events of break in aseptic technique and peritonitis had resolved. Dianeal pd2 ultrabag therapy was ongoing. The nurse did not provide an opinion of causality for the events of break in aseptic technique and peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is use error- poor aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA.

Manufacturer narrative:
(B)(4). A label review was performed and found the labeling adequate for the user error in this complaint.